Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of a "door that will not close." The unit was received inoperable due to a "door not fully latched" alarm caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws, with the door performing as expected. The link screws will be replaced during the repair process.

Event description:
It was reported that a pump has a door that will not close. It was also reported there was no pt injury.